Event description:
It was reported that the right atrial (ra) lead had high impedance, no atrial capture at maximum output, and visible fracture on xray. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5024m implantable pacing lead (B)(6) 1991. (B)(4). Lead not received by manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.